Event description:
It was reported that the 9800 system had an image of a pt's wrists that was full of interference of horizontal lines of different sizes. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.